Manufacturer narrative:
H3: evaluation determined the reported malfunction. The likely cause of the failure was detached distal bearing. It was also noted that it was not possible to perform the incoming temperature test. The laser marking and the color band are faded. The leg is slightly scratched. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the footed attachment has broken. There was no patient impact. Additional information stated that detached distal bearing found during evaluation.